Manufacturer narrative:
Unknown part number, UDI is unavailable. This complaint was generated from literature review conducted in post market surveillance (pms) for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Literature complaint.

Event description:
This report is being filed after the subsequent review of the following literature article. Li, b., wang, q., yu, y., du, w., & shao, g. (2011). Confidence high viscosity bone cement system and postural reduction in treating acute severe osteoporotic vertebral compression fractures. Zhongguo xiu fu chong jian wai ke za zhi= zhongguo xiufu chongjian waike zazhi= chinese journal of reparative and reconstructive surgery, 25(3), 307-310. (Received: sep 21, 2010 revised: nov 18, 2010). N=3: cement leakage during operation. (2) into intervertebral space (1) into adjacent paravertebral soft tissue.